Manufacturer narrative:
Product analysis: the product has been received and the analysis is in progress. Conclusion: results will be provided upon completion of the analysis. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the implant of this transcatheter pulmonary bioprosthetic valve, the valve was loaded and advanced easily through a 26 fr gore dryseal sheath. The nose cone of the delivery catheter system (dcs) was advanced out of the capsule and into the right pulmonary artery. During deployment, difficulty launching the nose cone was noted. An attempt was made to advance the distal end of the valve to marry with the radiopaque marker band on the capsule. However, the nosecone and the wire moved back towards the radiopaque marker and the valve did not move relative to the marker. The proximal handle of the dcs was advanced and was very close to the distal handle of the dcs. Moving the handles closer did not translate to distal movement valve uncovering. The delivery system, with the outer shaft, middle shaft and valve within the introducer and the nosecone and the capsule outside of the introducer, was retracted to the iliac vein. The luer at the end of the guidewire lumen (inner shaft) was cut to allow the outer shaft, middle shaft, valve and introducer to be removed over the inner shaft. The nosecone remained inside the capsule and attached to the inner shaft, within the body. A series of sheaths were the placed together to match the diameter of the capsule and to create a smooth transition from the proximal end of the capsule and the sheaths. The nose cone and capsule were removed from the patient without injury. The right femoral vein was closed, and a successful implant was completed through the left femoral vein. It was reported the procedure was extended an additional three- and one-half hours due to the issue. No adverse patient effects were reported.

Manufacturer narrative:
Updated to add fca number. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Conclusion: images were received for review. The images showed a separated capsule with a short balloon dilated and in the proximal end of the capsule, which was over a wire and through four successive cut sheaths. Images also illustrated the successful deployment of the second transcatheter pulmonary valve. A device history record (DHR) review was performed on the delivery catheter system (dcs). There were no correlations or issues identified regarding manufacturing. The device was manufactured per approved and released manufacturing processes. The device met all applicable manufacturing specifications prior to release for distribution. The DHR review did not show any findings related to this event. The capsule bond separation caused the subsequent difficulty removing the dcs. Per the instructions for use (IFU), ¿ensure the capsule is closed before dcs removal. If increased resistance is encountered when removing the dcs through the introducer sheath, do not force passage. Increased resistance may indicate a problem and forced passage may result in damage to the device and harm to the patient. If the cause of resistance cannot be determined or corrected, remove the dcs and introducer sheath as a single unit over the guidewire, and inspect the dcs and confirm that it is complete. Due to the capsule separation, difficulty was experienced in removing the dcs which resulted in the procedural delay. The technical understanding for the cause of the capsule bond break is due to an incomplete bond, which results in a crack propagation and ultimately a break when stressed in a bend. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product analysis: upon receipt at medtronic¿s quality laboratory, the hemostatic actuator and the proximal handle of the delivery catheter system (dcs) were intact and locked when rotated clockwise and unlocked when rotated counterclockwise. The guidewire luer was not in place. The device was received with the nose cone inside the capsule. The dcs was returned with the inner shaft and capsule separated from the dcs body. The capsule was separated near the proximal end at the bond region. Damage was noted along the mold bond. A kink was observed along the mid-section of the capsule. The dcs coil was intact with no evidence of damage. The separation site was partially jagged and uneven. The device was returned with the capsule separated, and therefore confirmed the reported event. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.